Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "significant squeaking and discomfort in the area of her hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.